Manufacturer narrative:
Date of event is estimated. Reporter phone number:(B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
Related manufacturer reference number:1627487-2022-05457. It was reported that patient experienced an infection possibly 6 weeks after implant. Reportedly, the entire system was explanted on an unknown date and the patient was hospitalized several weeks to treat the infection. The infection has been resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.